Manufacturer narrative:
It was reported that the power silver tab to adjust the handle snapped off. The product was unavailable for inspection as the product was not returned. Device history records indicate 25 devices were manufactured under lot k0b5m and all 25 devices were accepted into final stock on 05/21/2018. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to p/n 209063, lot number k0b5m shows no additional complaint(s) related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Tka event description: power silver tab to adjust the handle snapped off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka. Event description: power silver tab to adjust the handle snapped off.